Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a surgery due to a fracture and synthes devices were implanted.

Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Additional device product code: hrs complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). A device history record (DHR) review was performed for part # 404.850, lot # 8442518: manufacturing location: (B)(4), manufacturing date: 21. May 2013: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted initially on (B)(6) 2016 with screws and a plate. Postoperatively on an unknown date the patient got an allergic reaction related to chromium and nickel. No further information about patient status. This report is for one (1) 3.5mm ti cortex screw self- tapping 50mm. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Based on the provided device information, it was noted that the reported screws were made of pure titanium and do not contain chromium nor nickel. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.